Event description:
It is alleged that the customer was sitting on the scooter talking on the telephone to her son when suddenly the scooter lurched forward, taking customer through her scrren door and off the front patio into the rain. There was a thunderstorm at the time of incident. Customer alleges she fractured her tailbone and sustained personal injuries.